Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that they had a compromised force sensor system alarm. Customer stated the alarm had occurred multiple times. The alarm history also confirmed the multiple occurrences. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.